Event description:
It was reported the sheath at the distal end of the super turbovac 90 icw wand began peeling away intraoperative. No info indicating that any pieces fell into the surgical site was received. The physician was able to complete the subacromial decompression; however, the details regarding the products and/or techniques used were not available. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.